Event description:
It was reported that customer experienced a continuous glucose monitor error identified as cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, and successfully completed reset without error recurring, after which customer successfully started new sensor session.